Manufacturer narrative:
Customer reported an issue with the valves. There is no sample available for evaluation. No specific model, lot or serial number was provided. Distributor has contacted customer and requested further information. Once customer provides more information this report will be updated.

Event description:
Shallow anterior chamber. After implanting patient had problems.